Event description:
It was reported that while attempting to implant the right ventricular (rv) lead, after extending the helix, high thresholds were seen. The helix was retracted, and the lead was attempted to be repositioned, but the helix would not extend. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix would not extend due to drive shaft lug stuck behind the retraction stop. /over-retracted. If information is provided in the future, a supplemental report will be issued.